Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed five (5) controller fault alarms logged with year 2000, indicative of a real time clock (rtc) reset to zero. Three (3) controller fault alarms of type sys_uic_aps_fail were logged, indicating a malfunction of the active power selection (aps) circuit. Heartware has opened an internal investigation to evaluate leaky diodes in the aps. Additionally, two (2) controller fault alarms of type sys_uic_power_out_of_range were logged, indicating that the main power source was below 12v. It's possible that the battery connected at the time of the alarms had a capacity so low that the voltage dropped below 12v; however, this could not be verified since the date and time stamp was not covered in the data files available for analysis. The most likely root cause of the reported controller fault alarms may be attributed to a combination of a leaky diode on the active power selection (aps) circuit and the main power source dropping below 12v. The real time clock (rtc) was reset to zero most likely because the controller was not connected to an external power source for an extended period of time and its internal coil cell battery had run down. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that several controller fault alarms were recorded in the log files. It was also mentioned that the clock's date and time was inaccurate. The controller was exchanged with no reported patient consequences. No further information was provided.